Event description:
Customer reported an issue with the dpm central station's display, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and found a loose display connector and a switch that was in the wrong position. The loose connector and switch were adjusted. Sys was safety tested to factory's specifications.